Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event. Follow-up was conducted and revealed no further information. If additional information becomes available, it will be added to the event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and revealed that the defibrillation conductor fractured. It was noted that the defibrillation conductor had blood/body fluid (not obstructed), the outer insulation had a white substance on it, and the outer insulation had cosmetic depression.